Manufacturer narrative:
The tubing on the returned sample had ballooned and separated. It appears the tube burst due to excess pressure. The IFU states "warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube." And also contains instructions for tube maintenance.

Event description:
A 6fr feeding tube was inserted for feeding/medicine administration. The patient vomited the ng tube on (B)(6). Upon assessment it was noted that 8 inches of the ng tube was missing and still inside the patient. The 8 inches of ng tube that was left inside the patient eventually passed without incident.